Manufacturer narrative:
G2: country of origin is australia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding products used in spinal therapy. It was reported that during a spinal procedure, the cage would not expand fully and would not collapse fully, and the endcap would only attach on one side and kept falling off. These issues added considerable time to the operation, exposing the patient to multiple passes of instrumentation past nerve roots and unnecessary exposure to anesthetic. Both products were explanted in same surgery. There were no further patient complications or symptoms have been reported as a result of this event. Additional information was received via manufacturer representative that the provisional locking ring on the inserter locks the grub screw on the center strut. Pre-op diagnosis of patient was l3 burst fracture, procedure involved in the event was l3 corpectomy, levels implanted was l3 and there were no patient complication to note but it did add 90 mins to the surgery.

Manufacturer narrative:
H3: product analysis of part# 436025300, lot# ca19f189 visual and optical examination revealed the locking tab bent from what appears to be overload. This is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.